Event description:
Major pump unit(s) involved: blood pump.specific component(s) involved: inflow graft malfunction/malposition.

Event description:
Major pump unit(s) involved: blood pumpadditional text: inflow cannulaspecific component(s) involved: inflow graft malfunction/malpositionadditional text: rvad inflow cannulaother component:causative or contributing factor: no specific contributing cause identifiedother cause:intervention(s): other interventions, specifyother intervention : replacement of inflow cannulaimplant device type: lvadmalfunction device type: